Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes from the minute ventilation (mv) signal. The ra impedance measurements had increased to greater than 3000 ohms. The mv feature was programmed off. No adverse patient effects were reported. The device remains in service.